Manufacturer narrative:
It was reported that "bed head section no longer lifts; the buttons that work on the pendant are the bottom 2 that are raising/lowering the whole bed, but the individual head/foot section separately do not raise/lower." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "bed head section no longer lifts; the buttons that work on the pendant are the bottom 2 that are raising/lowering the whole bed, but the individual head/foot section separately do not raise/lower."